Event description:
Correction: the initial MDR submitted on march 27, 2026 was filed inadvertently. No explantation has occurred. Per the clinic, it was reported that during the placement of an abutment as part of a two-stage baha surgery on (B)(6) 2026, the surgeon observed that the bone and tissue had adhered together. However, during the subsequent removal of the cover screw, the implant was inadvertently removed along with the cover screw, indicating a lack of osseointegration.the clinic reported that there was inadequate bone growth to support the implant. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unspecified reason. Additional information has been requested but has not been made available as of the date of this report.